Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the time on the customer's pump was not keeping the correct time; it was off by 4 hours. The impact to the customer's blood glucose level was not known. Tandem technical support assisted the contact with correcting the time on the pump. Although requested, no additional information regarding the time on the pump was provided.